Manufacturer narrative:
The device has been received, however the investigation is not yet complete. A follow up will be sent once the investigation has been completed.

Event description:
The customer reported a "channel disconnected" event during an infusion of maintenance IV fluid while a patient was being transported to the MRI suite. The customer's clinical engineering team tested the devices and determined through replication of the event that it was related to the pc unit right iui connector. Following cleaning of the iui according to the directions for use with 70% isopropyl alcohol, the event could no longer be replicated.

Manufacturer narrative:
The customer¿s report with channel disconnect alarms was confirmed. Physical inspection noted the device to be in good condition. The pcu was internally inspected. The inside of the pcu was found clean with no signs of fluid ingress. The right (male) iui connector was inspected by using a digital microscope. The pins were in good condition and the contact points were clean overall; a few small threads were found. There was residue on the black housing around the pins; it is conceivable the same sort of residue was also present on the pins prior to iui cleaning at the customer site. The right iui connector (p/n: 147077-100) had date code: 06/2015. Analysis of the pcu event log shows that during the time of the event, the following devices were connected to the pcu: channel a (pump module s/n: (B)(4)); channel b (pump module s/n: (B)(4)); channel c (pump module s/n: (B)(4)); and, channel d (syringe module s/n: (B)(4)). Channel a and b were attached to the left side of the pcu; channel c and d were attached to the right side of the pcu. The profile in use was determined to be picu. At the time of the event, channel a and b were in an idle state. Channel c was infusing ¿¿ivf floorstock¿ (weight = 10 ¿ 14.9kg) at a rate of 40ml/hr. Channel d was infusing ¿art monitoring line¿ (drugid=105) from a bd 50ml syringe at a rate of 2ml/hr. On (B)(6) 2016 at 1:28pm, a channel disconnect occurred; both channel c and channel d were disconnected for 6 seconds. Following the channel disconnect, the user programmed both channels to continue infusing as they were, prior to the loss of connection. Pump module s/n: (B)(4) was attached to the right side of the pcu and programmed as it was during the event. During physical manipulation of the devices, a channel disconnect alarm occurred. The pump module continued infusing when the alarm occurred and ¿communication error¿ was displayed on the rolling text display. The infusion parameters could not be edited and no communication was apparent between the pcu and pump module. After the system was powered off and back on, the devices were set up the same way. Again the devices were physically manipulated and a channel disconnect alarm occurred. This time, the pump module completely lost power and then powered back on. The returned devices were setup and programmed to replicate the event. The devices ran overnight for approximately 14.5 hours without any channel disconnects or other alarms occurring. The devices were physically manipulated, but no further channel disconnects could be induced. The root cause for the customer¿s report with channel disconnect alarms is believed to be the result of iui contamination.